Event description:
The customer reported that the paddle plate on their defibrillation hard paddles assembly came loose. This could prohibit defibrillation energy delivery through the hard paddles assembly. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they have replaced the paddle plate for the hard paddles assembly and observed proper device operation through functional and performance testing. The device with the hard paddles has since been returned to service for use. Neither the device or the hard paddles assembly were returned to physio-control for evaluation.